Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The customer confirmed they do not have the lot numbers, the stopcock was in the open to drain position, they attach the transducer to the system stopcock, and the drain was upright and mounted on a pole when they noticed the air entering the top of the burette. The customer provided a video. The customer confirmed there was no patient injury, but indicated this is a potential hazard. The customer confirmed the product will not be returned.. There are no CAPA's related to this issue. Per doc-035405 natus eds 3 external drainage system - risk analysis spreadsheet (ras), hazard ID - 4.33, severity 11- critical, the risk is considered moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Complaint history was reviewed for the previous two years and found 0 confirmed complaints, giving a failure rate of 0.00%. Further investigation to be carried out.

Event description:
Nt821731c - eds3. The customer stated that they noted an issue on the natus evd system. They found that the evd system will allow air to backflow from the top of the vented burette into the tubing towards the patient. The evd is set to 10cm h20 and when the patient's intercranial pressure (icp) is less than 10, air is coming into the tubing at the top of the burette and towards the patient's side. The customer changed out the drain to troubleshoot and due to the suspected crack, but the new system also did the same thing. Event 2/ 2. No patient or user harmed.

Event description:
Nt821731c - eds3. The customer stated that they noted an issue on the natus evd system. They found that the evd system will allow air to backflow from the top of the vented burette into the tubing towards the patient. The evd is set to 10cm h20 and when the patient's intercranial pressure (icp) is less than 10, air is coming into the tubing at the top of the burette and towards the patient's side. The customer changed out the drain to troubleshoot and due to the suspected crack, but the new system also did the same thing. Event 2/ 2. No patient or user harmed.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Device history record review: customer did not report the lot number, unable to preform DHR review. However, the device history records for all eds/evd subassemblies and final assemblies are reviewed 100%, product is not released until all requirements are met. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "lnteg-out of box failure" complaints within the past two years. 19,420 nt821731 c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 06), identifies the hazard situation as "4.33 unable to seal off flow in stopcock" based on complaint of "air backflow." The risk level is considered moderate. This determination is based on the information received from the customer. Root cause/failure investigation: the device was not return for evaluation so the complaint could not be confirmed. The customer stated "the evd is set at 10cm h2o and when the patients icp is less than 10 air is coming into the tubing at the top of the burette and towards the patient side". If the position of the drip chamber is placed at a higher pressure than the icp, which creates the back pressure, and the csf in the system tubing tries to flow back until the pressure in the tubing equilibrium to the graduated cylinder (icp). In house testing found by placing the burette in an elevated position, which means at a higher pressure than the pressure in the graduated cylinder (icp), the backflow of fluid was observed. The icp resists the backflow at an acceptable level of set pressure in the drip chamber; once the set level of the drip chamber is higher than the threshold, the csf flows back into the patient. By placing the burette higher than the threshold, the csf drains downstream until it is resisted. The instructions for use (sd208650001 rev c) contains several warnings to help prevent this from occurring during clinical use: page (3) three, warning states "lntracranial pressure is controlled by the height of the drip chamber relative to the patient. It is important that neither the drip chamber nor the patient be raised or lowered accidentally. If either is raised or lowered, it is imperative to re-level the drainage system." Page (3) three, warning "the height of the drip chamber or the position of the patient should only be changed by qualified personnel on the orders of a physician". "Movement by the patient after positioning of the drip chamber may affect the patient's icp". Page (3) three, warning "care should be taken not to raise or lower the drip chamber when calculating the drainage rate". Page (5) five, positioning the drip chamber warning states "lntracranial pressure is controlled by the height of the drip chamber relative to the patient. It is imperative that neither the drip chamber nor the patient be raised or lowered accidentally". "Movement by the patient after positioning of the drip chamber may affect the patient's icp". "Loosen the white screw and slide the black drip chamber pressure reference line to the appropriate pressure setting in mm hg or cm h2o. Turn the white screw clockwise to secure". Page (5) five note: "the drip chamber pressure reference line corresponds to the fluid outlet within the drip chamber. The inlet tubing has no effect on the pressure setting because both sides of the tubing are equidistant to its peak from the pressure setting arrow". Page (5) five, position of drip chamber note: "the design of the natus eds 3 system permits air to enter at the drip chamber microbial retentive atmospheric vent. This allows setting of the drainage pressure by means of the drip chamber height and prevents suction or backpressure from the downstream line or collection bag from affecting the setting. It is normal to have air in the tubing downstream from the drip chamber". Page (7) seven, determining the drainage rate, warning states that "care should be taken not to raise or lower the drip chamber when calculating the drainage rate". The amount of csf drainage depends on the pressure difference between the icp and the height of the drip chamber. Based on the customer's description of the incident the device was functioning as intended. It appears that the users failed to follow the warnings and multiple cautionary notes outlined throughout the instructions for use. Failure mode: unconfirmed/no device returned.